Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2011. According to the complainant, during the procedure when the physician attempted to insert the jagwire, it was noted that the tip of the guidewire had peeled. It was reported that no part of the guidewire detached. The procedure was completed with a different guidewire with no patient complications. The patient's condition has been describes as good. Investigation results revealed that the tip of the guidewire had detached, making this a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient is over 18 years old. Reported event of tip detachment. A visual examination of the returned device revealed that the tip of the guidewire had detached, revealing the tip of the corewire. There was no damage noted to the corewire or the ptfe coating. The device appears to have been pulled against resistance. The reported event suggests that handling factors during the clinical attempt may have caused and/or contributed to the distal tip damage. Additionally the remnants of adhesive found indicate that the pebax was properly attached to the corewire; therefore, the most probable root cause is "handling damage." A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed that no other complaints reported for lot number 14105446.